Manufacturer narrative:
(B)(4).this is one of two device reports related to this event. Associated manufacturer report numbers are 1225714-2014-14462 and 1225714-2014-14463.additional information has been requested and will be submitted upon receipt accordingly.

Event description:
The initial litigation noted the event as the patient experiencing cardiac arrest. As per the new litigation, the additional information received noted that the patient experienced a heart attack.

Manufacturer narrative:
This is one event (cardiovascular) for the same pt involving two separate products.

Event description:
The plaintiff's attorney alleged that the plaintiff experienced a cardiovascular event on an unk date after the use of the product.